Event description:
It was reported that the home patient (hp) felt full (increased intra-peritoneal volume) on a homechoice (hc) machine during dwell 1 of 4. The caregiver (cg) said the (hp) went to the clinic and they put in a 2000ml manually and the solution was left to sit in the hp. When the hp and cg came home and used the hc the initial drain equaled 15ml and then filled 2000ml during the fill cycle. The technical service representative (tsr) did a manual drain took out 3584ml. The cg and hp stated that the initial drain did not take the fluid out of the hp. The machine advanced to fill 2. After contacting the registered nurse (rn) it was reported that the hp had a manual exchange that same day at the clinic and assumed that the hc would detect fluid if the initial drain alarm was set to 0ml. This writer explained that is not always the case and referred the rn to clinical center of excellence for further explanation. No patient injury or medical intervention was indicated in association with this report. No additional information is available.

Manufacturer narrative:
(B)(4). A device history review was performed finding one exception during manufacturing, however, the device was re-tested and found to be performing as designed. A service history review revealed no previous service events were related to the reported condition. Upon completion of baxter's investigation, if additional relevant information is obtained, a follow-up report will be submitted.